Event description:
A report was made to health services that "plastic pieces of materials flew out of materials flew out of pump and pump would not infuse."

Event description:
A report was made that "plastic pieces of materials flew out of pump and pump would not infuse."